Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads end up in mouth - oral-b [device breakage]. Round brush head comes loose from the hand piece - oral-b [device connection issue]. Case narrative: female consumer via chat stated that the oral-b precision clean round toothbrush head came loose from the oral-b toothbrush hand piece. No injury was reported. (B)(6) 2024 follow up via e-mail: the oral-b precision clean toothbrush heads ended up in her mouth mid-brushing. No injury was reported.

Event description:
Brush heads end up in mouth - oral-b [device breakage] round brush head comes loose from the hand piece - oral-b [device connection issue] product counterfeit - oral-b [product counterfeit]. Case narrative: female consumer via chat stated that the oral-b precision clean round toothbrush head came loose from the oral-b toothbrush hand piece. No injury was reported. 16-jan-2024 follow up via e-mail: the oral-b precision clean toothbrush heads ended up in her mouth mid-brushing. No injury was reported. 29-feb-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
29-feb-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.